Event description:
Patient was receiving shower training post left ventricular device placement (lvad). The lvad controller stopped working and the pump shut off for approx 5-10 minutes. Patient's heart was strong enough to maintain stability until the controller could be changed out (maximum time 10 minutes). No apparent harm to patient but this is a serious near-miss. Upon examination by biomed department, it appears that there was an arc in the drive line which goes from the controller into the patient. Two black spots found in the line. Possible design issue that the manufacturer should be aware of.